Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) did not exhibit a longevity estimator value. It was reported that the right ventricular (rv) lead exhibited intermittent capture. The device and lead remain in use. No patient complications have been reported as a result of this event.